Manufacturer narrative:
Adverse event problem code(s): code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications; code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent and endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After all devices were implanted, an angiography revealed a leak. The leak was suspected to be a type ii endoleak or a type ia endoleak. The blood flow from the leak was a bit and didn¿t reach to the aneurysm. As the physician determined the leak would become thrombus, the physician decided to monitor it. During the follow-up period, the aneurysm had enlarged gradually. On an unknown date in (B)(6) 2022, a follow-up exam showed that the diameter of the aneurysm became over 60mm and the type ia endoleak remained slightly. It was decided that a reintervention would be performed. On (B)(6) 2023, a reintervention was performed. A gore® excluder® aaa endoprosthesis (aorta extender endoprosthesis) was implanted proximally. The type ia endoleak was resolved but the type ii endoleak remained.